Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4). Product type: catheter. (B)(4).

Event description:
It was reported that a patient had a hand tremor appear. The patient then experienced increased spasticity approximately one month later. On (B)(6) 2011, rotor study and catheter dye tests were performed. The results revealed no anomaly. The drug dose was increased and a bolus was programmed. The patient's spasticity then improved. The health care provider (hcp) decided to monitor the patient with adjusting the drug dose. It was later reported the spasticity "condition similar to trembling" of the hand had emerged in the beginning of (B)(6) 2011 and the increased spasticity occurred on (B)(6) 2011. The spasticity had reportedly worsened as of (B)(6) 2011. The patient was hospitalized and administered 1 ml of 0.005% gabalon intrathecal for screening. To determine the cause, catheter angiography and rotor tests were scheduled on (B)(6) 2011. On (B)(6) 2011, a refill was performed and no abnormality was observed in the variability coefficient. The administration and dose increase of a baclofen bolus was then scheduled to take place. A 50 mcg bolus injection from the pump was then administered and reportedly had a slight effect on improving the patient's spasticity. On (B)(6) 2011, while taking the previous bolus injection from the pump into consideration, the daily dose was increased but had no effect on improving the patient's spasticity. A 100 mcg bolus injection from the pump was then administered and the daily dose was decreased. The patient was examined later that same day and it was reported this had a clear effect on improving spasticity. It was then reported the effect on the improvement of the spasticity began to diminish, so a 50 mcg bolus was then administered. The mode of administration was also switched to flex model and the patient's condition was observed. The patient was noted as recovering in terms of the increased spasticity and the emergence of the spasticity of the hand as of (B)(6) 2012. It was later reported the patient also experienced resistance that had an onset of (B)(6) 2011. The patient due to the increased spasticity in their lower limbs had an outpatient administration of a dose increase on (B)(6) 2011. The patient was then hospitalized on (B)(6) 2011 due to the lack of improvement of the spasticity and suspected problems with the catheter. It was noted per the physician's assessment that the patient had been stable until approximately 1 year and 7 months after initiation of the intrathecal baclofen therapy. After the rotor test and angiography were performed on (B)(6) 2011, the conclusion was that there was a lack of obvious anomaly with the pump and catheter. It was noted there were no other clear causes that would have triggered the aggravation of the spasticity, such as infection, were found. On (B)(6) 2011 the baclofen dose was increased and the spasticity improved and a lack of anomaly in the pump and catheter was confirmed. It was reported on (B)(6) 2011 the patient's dose was decreased due to attenuation of spasticity. After the administration mode was changed from simple continuous to flex mode on (B)(6) 2011, it was reported that an improvement in spasticity was seen. On (B)(6) 2011 the dose was increased due to increased spasticity. Each time the spasticity was noted to have improved. It was noted from the increased dosages, there was temporary effectiveness against the patient's spasticity however the effect gradually attenuated which led to the judgment of the attenuation effect to be caused by chemical resistance. A reduction program was then started on (B)(6) 2011. When the flex mode dosage was then decreased, the spasticity was "around ashworth score of 2-3." The patient reportedly requested to be continued then on the current dose. It was noted there was no increase in spasticity like during the initial hospitalization. It was reported the condition stabilized. The patient was discharged with symptom remission on (B)(6) 2011. It was noted the investigational drug was the probable causality for both the increased spasticity and resistance. The patient reportedly was recovering from both the increased spasticity and resistance as of (B)(6) 2011. It was later reported an increase in the spasticity was not observed, although it had been intense prior to the onset of the symptoms of drug resistance. The therapy had reportedly continued without any temporary withdrawal, given that it was the wish of the patient. In the course of the therapy, "we were not able to maintain its efficacy even when the dose was adequately increased and the situation was clearly different to how it was now." It was reported the hand spasm was not considered an adverse event.